Event description:
Device malfunction: failure to deflate. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left superficial femoral artery angiography with an agiltrac balloon, the balloon failed to deflate. The physician advanced the device to the desired location, but had some difficulty inflating the balloon. The balloon was inflated to 2-3 atm's. The physician decided to remove the device, but was unable to deflate the balloon. The physician cut the shaft near the hub, deflating the balloon. The device was removed without patient effect and a second device was used successfully. There was no additional information provided.

Manufacturer narrative:
Evaluation of the returned device revealed that contrast was visible in the balloon, the balloon was loosely folded, and the shaft dissected 3cm distal to the strain relief tubing. Using an inflation needle and collette, an attempt was made to inflate and deflate the balloon on the proximal shaft exiting the proximal side of the balloon. The balloon would inflate, but did not deflate due to the tight fit between the proximal balloon shaft and the dual inflation/guide wire inflation notch. The tight fit caused the inflation notch to be blocked preventing the deflation of the balloon. This incident is a rare anomaly that has been addressed through our corrective and preventative action process. A change to the manufacturing process was implemented tightening the specifications to prevent a tight fit between the balloon shaft and the inflation/guide wire inflation notch. This change was implemented after this lot was manufactured, in may 2008. This lot was manufactured in january 2007. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.